Event description:
When passing the dilation balloon down the scope, the wire bent and almost snapped in two pieces. Balloon wire was able to be successfully removed from the scope. No harm to patient. Manufacturer response for hercules 3 stage wire guided balloon esophageal-pyloric-colonic, (brand not provided) (per site reporter). Awaiting response.